Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "tha revision of stem, head, liner and replaced w/restoration mod plasma bowed stem, 32mm head, 10 degree liner. Revision b/c of loose stem."